Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing and operating currents were within specification. No unexpected blank display anomalies noted during testing. Motor position encoder error alarm was not verified due to overwritten history file. However, the insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and it passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported that he had low blood glucose of 62 mg/dl. Customer stated that her insulin pump is not working correctly it got motor error and e70 and its asking to rewind. Change the battery attempted to deliver a bolus, but it had another motor error and the screen went blank. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.